Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650- / expiration date: 2017-03-31. (B)(4). Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650- / expiration date: 2016-11-30. (B)(4). Mfg date: 2015-11-30. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650- / expiration date: 2016-07-31. (B)(4). Mfg date: 2015-07-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650- / expiration date: 2016-12-31. (B)(4). Mfg date: 2015-12-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650- / expiration date: 2016-12-31. (B)(4). Mfg date: 2015-12-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650- / expiration date: 2018-06-30. (B)(4). Mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard over 30 beeps from the controller over the course of the day. Log files were sent and engineering noted five pump stop events even though the patient claimed to have never disconnected more than one power source at a time during periods where intermittent beeping was experienced. The event was associated with atrial fibrillation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650 / expiration date: 2016-07-31, UDI #: (B)(4). Device available for evaluation: yes, return date: 2018-02-12. Device evaluated by MFR: yes. Mfg date: 2015-07-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller had a loss of power.

Manufacturer narrative:
Product event summary: the controller and five (5) batteries were returned for evaluation. Two (2) batteries were not returned for e valuation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event due a communication error involving battery (B)(4) and several premature power switching events due to momentary disconnections involving batteries (B)(4). Additionally, several momentary disconnections that did not result in premature power switching were recorded involving batteries (B)(4). Momentary disconnections will result in an audible tone or "beep." Analysis of the event log file revealed five (5) controller power up events logged on 29/jan/2018 at 10:24:26, on 30/jan/2018 at 02:21:32, and on 31/jan/2018 at 14:04:54, 15:29:46, and 15:30:18; respectively. The controller was without power for 7 seconds and 12 seconds during first and second losses of power. The maximum time controller was without power on 31/jan/2018 is 54 seconds. Momentary disconnections were observed leading up to various losses of power. As a result, the reported events were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources from the controller and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation was opened to investigate momentary disconnections. Additional devices: (B)(4), this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned controller (B)(6) passed visual inspection and functional testing. Other devices involved in this event: (B)(6), d10: yes, return date: 2018-02-12 ,h3: yes, h5: no, h6: FDA method code(s): 10, 23, 38, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 25 the returned battery (B)(6). Passed visual inspection and functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event was confirmed via log file analysis. The controller passed visual inspection and functional testing. Other devices involved in this event: (B)(4). Device available for evaluation: yes, return date: 2018-02-12. Device evaluated by manufacturer: yes. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, h10 product event summary: the controller and five batteries were returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, con306882, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event due a communication error involving battery bat302184 and several premature power switching events due to momentary disconnections involving batteries bat317246, bat306689, bat301482, bat308717, bat581021. Additionally, several momentary disconnections that did not result in premature power switching were recorded involving batteries bat317246, bat306689, bat301482, bat308717, bat581021, bat302184, bat308719. Momentary disconnections will result in an audible tone or "beep." Data log files also revealed multiple instanc es involving bat306689, bat302184. And bat308717 where the batteries' relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the event log file revealed five controller power up events logged on (B)(6) 2018 at 10:24:26, on (B)(6) 2018 at 02:21:32, and on (B)(6) 2018 at 14:04:54, 15:29:46, and 15:30:18; respectively. The controller was without power for 7 seconds and 12 seconds during first and second losses of power. The maximum time controller was without power on 31/jan/2018 is 54 seconds. Momentary disconnections were observed leading up to various losses of power. As a result, the reported events were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources from the controller and/or to an intermittent disconnection on one or both power sources. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking me thod detecting bit errors. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation was completed to investigate momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited communication errors and the controller exhibited a controller power loss.

Manufacturer narrative:
Product event summary: the controller and five batteries were returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4) and power switching events that were due to communication errors involving battery (B)(4) had several momentary disconnections that did not lead to power switching. Analysis of event files revealed 3 controller power up events on (B)(6) 2018 at 14:04:54, 15:29:46 and 15:30:18. The controller was without power for 11 seconds, and 43 seconds. Momentary disconnections were recorded before the first loss of power; which will result in an audible tone or "beep". As a result, the reported event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources from the controller and/or to an intermittent disconnection on one or both power sources. Other devices: battery / (B)(4) / model #: 1650 d10: yes, return date: 2018-02-12 h3: yes h5: no h6: patient code(s): c50466 h6: FDA method code(s): 10, 4112 h6: FDA conclusion code(s): 12 h6: FDA result code(s): 3213 battery / (B)(4) / model #: 1650 d10: yes, return date: 2018-02-12 h3: yes h5: no h6: patient code(s): c50466 h6: FDA method code(s): 10, 4112 h6: FDA conclusion code(s): 12 h6: FDA result code(s): 3213 battery / (B)(4) / model #: 1650 d10: yes, return date: 2018-02-12 h3: yes h5: no h6: patient code(s): c50466 h6: FDA method code(s): 10, 4112 h6: FDA conclusion code(s): 12, 4307 h6: FDA result code(s): 3213 battery / (B)(4) / model #: 1650 d10: no h5: no h6: patient code(s): c50466 h6: FDA method code(s): 4112, 4114 h6: FDA conclusion code(s): 12 h6: FDA result code(s): 3213 battery / (B)(4) / model #: 1650 d10: no h5: no h6: patient code(s): c50466 h6: FDA method code(s): 4112, 4114 h6: FDA conclusion code(s): 12 h6: FDA result code(s): 3213 battery / (B)(4) / model #: 1650 d10: yes, return date: 2018-02-12 h3: yes h5: no h6: patient code(s): c50466 h6: FDA method code(s): 10, 4112 h6: FDA conclusion code(s): 12 h6: FDA result code(s): 3213 battery / (B)(4) / model #: 1650 d10: yes, return date: 2018-02-12 h3: yes h5: no h6: patient code(s): c50466 h6: FDA method code(s): 10, 4112 h6: FDA conclusion code(s): 12 h6: FDA result code(s): 3213 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.